Manufacturer narrative:
The t:slim pump user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 300 mg/dl. The customer took a manual injection and changed supplies to stabilize bg level. Subsequently, a malfunction alarm occurred. Reportedly, the customer had supplies in for 5 days. The customer was educated to replace the cartridge every 72 hours when using novolog. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was indicated that the customer would continue use of the current pump until the replacement pump was received.

Manufacturer narrative:
(B)(4).